Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2017, that the insulin pump had a blank display while he was delivering a bolus. The customer¿s blood glucose level was 249 mg/dl at the time of the incident. Customer is a (B)(6) male (B)(6). The customer was on a trip and the insulin pump would not prime because it was exposed to moisture. No troubleshooting was performed, nor treatment was administered. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.